Event description:
During an animal study for the hemospray scope adherence testing, hemospray was being used on a simulated bleed near the gej (gastroesophageal junction) of a pig. When they went to spray the hemospray only a small burst came out and then stopped. They believed that they accidentally got the tip of the catheter wet and it became clogged [subject of report]. This was an animal study, there was no patient involvement.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the product label was provided. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states that the user believe they inadvertently got the tip of the catheter wet before it became occluded, this is the likely cause of this event. The IFU states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.